Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the glass is cracked. Blank display due to cracked lcd glass. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed cracked lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was broken and damaged. Type of damage was broken screw thread and the location of damage was the battery section. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.